Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed superior vena cava (svc) syndrome. The right atrial (ra) lead and left ventricular (lv) lead was removed, the svc was reconstructed, and the leads replaced. No patient complications have been reported as a result of this event.